Manufacturer narrative:
Block h6: imdrf device codea041001 captures the reportable event of balloon pinhole in the esophagus

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was being prepared to be used on (B)(6) 2026. During preparation, a hole/pinhole was found in the balloon, and it would not inflate. The customer confirmed the procedure was completed with another device. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.